Event description:
Patient experienced a disconnection of the minicap transfer set from a baxter titanium adapter. Per affiliate, the patient's family member reattached the disconnected transfer set to the adapter and administered cefazolin 125mg/l and ceftazidime 125mg/l x2 days prophylactically. The transfer set had been in place 2 weeks when the separation oxxurred. The affilliate reports the patient continues to use the same transfer set and no patient injury occurred as a result of the incident.